Manufacturer narrative:
Concomitant medical products: product ID: ddbb1d1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient fell. The following day, the patient received numerous inappropriate shocks. The right ventricular (rv) lead exhibited high/undefined pacing impedance, oversensing indicated to be elevated sensing integrity counter (sic) and non-sustained episodes, and was suspected to be fractured. The patient reported chest contusions and anxiety following the shocks. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.